Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a intellamap orion high resolution mapping catheter and intellanav mifi open-irrigated were used in an a de novo paroxysmal atrial fibrillation ablation procedure. During the procedure the patient's blood pressure slowly declined towards the end of the procedure, while ablating the right inferior pulmonary vein. The procedure was completed. Intracardiac echocardiography imaging revealed effusion fully centered around right ventricle. Physician intervened with pericardiocentesis and patient fully stabilized. It was stated that the cause of the effusion was unknown.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a intellamap orion high resolution mapping catheter and intellanav mifi open-irrigated were used in an de novo paroxysmal atrial fibrillation ablation procedure. During the procedure the patient's blood pressure slowly declined towards the end of the procedure, while ablating the right inferior pulmonary vein. The procedure was completed. Intracardiac echocardiography imaging revealed effusion fully centered around right ventricle. Physician intervened with pericardiocentesis and patient fully stabilized. It was stated that the cause of the effusion was unknown. It was further reported that there was no resistance felt while maneuvering catheter, ablation was taking place for 20 minutes prior to observation of effusion.